Manufacturer narrative:
Additional contact information: (B)(6) regional hospital (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, pump was alarming no disposable two to three times during the morning. Per reporter residual volume was: 26.6ml, rate 5ml/hr and 204 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.